Event description:
Complainant alleged that the medics responded to a call for a pt, with an implanted pacemaker, who went into cardiac arrest in a chair in pt's living room. The event was witnessed by the pt's spouse, who had found that the pt was without a pulse. Upon the medic's arrival on scene, the pt was unresponsive and without a pulse or respiration. The pt was found to be presenting a ventricular fibrillation heart rhythm. One 200 joule shock was administered to the pt. The pt was converted to pulseless electrical activity rhythm. The pt was then administered one miligram of atropine and one miligram of epinephrine. The pt was again administered one miligram of atropine and one miligram of epinephrine. The medics reported that they then paced the pt at approximately 80 ppm and 120ma. Upon the pt's arrival at the hosp the attending physician observed that "the pt's chest was not twitching as commonly seen". The complainant indicated that the physician then may have requested that the medics increase the ma to its maximum limit. There was no pt heart rhythm capture with the zoll device or with the pt's implanted pacemaker. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of any fault with the device. Subsequent to the event, a review of the event and summary report was performed by the complainant's facility. The complainant indicated that the facility has determined that although the medics reported that the device had been set at 80ppm and 120ma, the summary report indicated that the device had actually been set at 115ppm and 69ma. As stated by the complainant: "these settings may not have been adequate to produce the muscular activity commonly seen in patients during pacing procedures." The summary report did not indicate that the pacer current (ma) was increased during the event, but instead the pacer rate (ppm) was increased to its maximum rate. The complainant and zoll suspect that when the physician requested that the medics increase the pacer current (ma) to the maximum current, the medics inadvertently increased the pacing rate (ppm) to the maximum rate. A review of the algorithm summary report by the zoll technical service department and the complainant's facility indicated that the reported event was a result of user error. The device will not be returning to zoll for evaluation. The complainant indicated that the facility's training staff will be conducting an in-servicing of the medic staff with the zoll defibrillator/pacemaker.